Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery. The patient's blood glucose at the time of incident was 559 mg/dl, which the customer managed to treat with the pump. The customer stated that she received a no delivery during bolus delivery in the past, and that the most current no delivery alarm occurred during basal delivery. Troubleshooting was initiated for the no delivery alarm. The customer was advised to disconnect and reconnect her reservoir and infusion set. Afterwards, they were able to successfully prime the tubing and rewind the pump. The customer was advised that the pump was working as designed, but to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.